Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was not impacted. Customer reverted to manual injections for insulin therapy.